Event description:
It was reported that the implantable cardioverter defibrillator exhibited failed to interrogate. It was noted that there was no rf timeout error, and the three attempts were made with a programmer. Programming changes were performed. There were no patient consequences.